Event description:
It was reported that high impedance and current not delivered was seen for a patient. Anteroposterior and lateral x-rays of the neck and anteroposterior x-rays of the chest were received and reviewed, and displayed complete view of the neck and chest. Based on the images provided, the feedthrough wires appeared intact at the connector pins, the connector pin was seen coming through second connector block, and the generator was placed in the upper left chest, as expected. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Three tie downs were observed to be securing the lead. A strain relief bend and loop, and three tie downs were present. Sharp angles in the lead were observed near the head of the generator, and are where the lead appears to be tangled therefore cannot be assessed properly for fractures. Note that a portion of the lead was routed behind the generator so it could not be assessed.   Based on the images provided, the sharp angles on lead are possible/likely the cause of reported high lead impedance. Incomplete pin insertion can be ruled out as the pin can be seen past the second connector block per images reviewed. Note that the presence of micro-fractures could not be ruled out. It was reported that via clinic notes received that the patient has had severe depression for most of his life and experienced a significant decline in depressive symptoms and improvement in function when his vns was working properly. The patient now is currently in severe depressive episode with severe symptoms including recent suicidal thoughts. The patient underwent a full revision surgery and their lead and generator were explanted. The patient's explant facility is a no return site and therefore no explanted devices have been received into analysis to date. No additional relevant information has been received to date.